Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's lead needed to be revised due to high impedance. There were no symptoms reported. No further complications were reported or anticipated. (B)(6) 2019 email (rep, for) nni.